Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to push the air bubbles out of the reservoir. Blood glucose level at the time of the incident was not provided. The customer was advised that the product will be replaced and will return the reservoir/infusion set for analysis.

Manufacturer narrative:
Evaluated 2 opened/used reservoirs. Perform pre-fill reservoirs. Also, inspected reservoir's o-rings/stopper groove for anomalies and none were found. Also, ran basal, bolus leaking test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a pump. Conclusion: reservoirs no leaks and no air bubbles a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.